Manufacturer narrative:
Device was manufactured on october 07, 2014 october 08, 2014. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and was found to be within the product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. The device was filled with fluorouracil. The fill volume was 110 ml. The device had 25% volume left over after 68 hours when it should have been empty after 44 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.